Event description:
Reporter stated customer obtained a value of "18.4 mmol/l or something similar" and injected 20 units of novorapid insulin based upon that value. Approximately half an hour later, he had symptoms of hypoglycemia and became unconscious. His caregiver called the emts. He was admitted to the hospital where he stayed for five days. On customer's last day in the hospital he received the following results on the mobile system compared to a professional meter within 1 minute: 26.0 mmol/l (mobile system) and 11.4 mmol/l (professional meter). At an unspecified time he tested again on his mobile system and obtained a result of 18.0 mmol/l. No action taken based on these results. The day after coming home from the hospital customer received the following results on 2 different meters within 1 minute: 18.4 mmol/l (mobile system) and 8.0 mmol/l (aviva system). Customer administered 20 units of novorapid insulin based on the 18.4 mmol/l result. Customer is currently feeling fine. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. (B)(4).